Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a bifurcated circumflex artery. There were difficulties performing a kissing stenting procedure as a 2.50x8mm xience sierra stent delivery system met resistance with a 6f guide catheter during advancement. However, the device reached the lesion and was implanted. After implantation of the 2.50x8mm stent, the other xience sierra stent (2.50x18mm) also met resistance with the 6f guide catheter and reached the lesion but failed to inflate the balloon. This device was removed. Another same size stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported difficulty to position and inflation issues were not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulty to position appears to be related to circumstances of the procedure. Additionally, the investigation was unable to determine a conclusive cause for the reported inflation issues as no issue was identified during return device analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.